Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken pole clamp assembly was confirmed during product evaluation by baxter service personnel. This condition was due to a broken pole clamp assembly. The pole clamp assembly was replaced to correct this condition. Additional information: a service history review revealed that this device has been service prior to this event for the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with broken pole clamp assembly. This condition had the potential to interrupt delivery. This condition was found in the coronary care unit. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.